Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation and generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified mentor saline breast implant and experienced postoperative symptoms. The patient stated that a deflation occurred; however, it was unspecified if the rupture was unilateral or bilateral in nature. The patient also reported experiencing unspecified illness/symptoms. As a result, the patient¿s impacted device was explanted on or around (B)(6) 2013 and replaced with an unspecified device. This report is for the patient¿s left-sided device.